Event description:
An excluder bifurcagted endoporthesis was implanted in 2000. The device was later explanted due to an aneurysm enlargement. Specific information regarding additional treatment and status of patient is not available at this time. The device was returned for further evaluation.